Event description:
During a routine phacoemulsification procedures the dr reported observing a corneal burn. The dr stated that the aspiration stopped during the case. The tubing and the handpiece were used on prior cases without incident.